Manufacturer narrative:
The company representative confirm and replicate the reported event. The cable assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the wobbly clutch and optical head is attributed to a nonconforming cabling assembly. How or when this cable assembly became nonconforming is inconclusive. The root cause of the dirty optics is attributed to the design of the stand. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope had clutched assembly with optical head wobbly and dirty optics. Procedure details and patient impact have not been provided.